Manufacturer narrative:
Concomitant medical products: 6943-65 lead, implanted: (B)(6) 2000.

Event description:
It was reported that following the closure of the pocket, diaphragmatic stimulation occurred. It was noted the device was reprogrammed to discontinue lv stimulation and the patient would continue to be monitored. No further patient complications have been reported as a result of this event.

Event description:
It was reported that following the closure of the pocket, diaphragmatic stimulation occurred. It was noted the device was reprogrammed to discontinue lv stimulation and the patient would continue to be monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.